Manufacturer narrative:
Nalu personnel were not notified by the patient or medical staff of any issues with skin erosion or exposed implant. The patient was not able to recall details of the situation with certainty and the medical office was not responsive to messages. The skin erosion appears to have occurred more than 6 months after the initial implant and the cause of the erosion is unclear with the information available.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower extremity pain. The patient appeared to be doing well with the therapy and did not reach out to nalu for any issues after activating the system. On (B)(6) 2025 an acquaintance of the patient informed a nalu representative that this patient no longer had the nalu system implanted. Per the acquaintance, the lead had eroded through the skin and developed an infection, leading to explant. Upon reaching out to the patient on (B)(6) 2025, the patient noted that the system had been explanted on (B)(6) 2024 but was not completely sure of that date. The patient also noted that there was not any infection but that one of the leads was partially protruding through the skin and thus the explant was performed.